Event description:
It was reported that there was electrocardiography signal noise and distortion on all channels both on the carto 3 system and the recording system. The cable was exchanged with a reprocessed and new one with no resolution. The issue was resolved by exchanging the catheter. Information attained during follow up confirmed stated that the noise occurred when the thermocool sf catheter was connected and that the signal noise occurred on all channels and on both systems at the same time. No signals were readable due to the severity of the noise. This event is reportable due to the potential of patient injury during such severe electrocardiography signal noise.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). It was reported that there was ECG signal noise and distortion on all channels both on the carto 3 system and the recording system. The issue was resolved by exchanging the catheter. The returned catheter was visually inspected upon receipt and it was found in normal conditions. Per the event, the catheter was tested for electrical performance and it was found within specifications. The customer complaint cannot be confirmed. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures.